Manufacturer narrative:
Other contact phone number: (B)(6). (B)(6) rn called in to emergency support program line to request assistance with a gas loss alarm. She said they had used the fill key to fix the alarm but not sure if there was other troubleshooting she should be aware of in the future. She stated the alarm had occurred twice in the last 7 hours but was told in report it happened a few times over the night shift. When asked, she stated the connections were tight. (B)(6) confirmed there was no blood or discoloration in the helium tubing. She and esp team reviewed the nature of this alarm and different clinical possibilities. Esp team reviewed the proper way to resolve this alarm any time it occurred: check the helium tubing for blood or discoloration, press the iab fill key for 2 seconds, press start, and check the helium tubing again. Esp team encouraged to her to call back should the alarm go off more frequently so they could troubleshoot. There was no patient harm or injury reported.

Event description:
(B)(6) rn called in to emergency support program line to request assistance with a gas loss alarm. She said they had used the fill key to fix the alarm but not sure if there was other troubleshooting she should be aware of in the future. She stated the alarm had occurred twice in the last 7 hours but was told in report it happened a few times over the night shift. When asked, she stated the connections were tight. (B)(6) confirmed there was no blood or discoloration in the helium tubing. She and esp team reviewed the nature of this alarm and different clinical possibilities. Esp team reviewed the proper way to resolve this alarm any time it occurred: check the helium tubing for blood or discoloration, press the iab fill key for 2 seconds, press start, and check the helium tubing again. Esp team encouraged to her to call back should the alarm go off more frequently so they could troubleshoot. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation type, component code).